Event description:
Customer reported the system is displaying a charger failed error and a generator error.

Manufacturer narrative:
A ge rep evaluated the system and advised the customer to replace the battery pack. Customer replaced the batteries. System operates as intended.